Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring around 150 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and recommended in-clinic troubleshooting options and to consider an x-ray of the device and lead system for any visible problems or movement. This rv lead remains in service. No adverse patient effects were reported.